Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of intermittent power, which was observed during evaluation. The intermittent power was confirmed through a review of the event history log and was found to be caused by depressed negative battery pins. The rear case was replaced. Additional information: loss of power.

Event description:
It was reported that a spectrum pump has intermittent power. It was also reported there was no patient involvement.